Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator was in backup vvi mode due to an event queue overflow. Programming changes were made to reset the device. The patient had no consequences.